Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-08354-00 for details pertinent to this event.

Event description:
It was reported that the fluid leaked in the clapped chamber at the bottom of the product¿s infusion connection. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.